Event description:
Patient stated needle button accidently released prior to the completion of the 24-hour period on monday and has happened several times over the past two months. Patient stated he put v-go on at 8:30 am and by lunch time the needle button would retract.